Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a physical damage. It was reported that the patient had 3 sutures on the soft palate. There was patient injury.